Event description:
It was reported the patient received over 20 shocks. Device interrogation showed oversensing. It was also reported that the episodes of shocks could not be found during interrogation, but a high number of documented vf episodes without shocks, could be seen. It was noted that for three days while in the hospital, the vf detection was programmed on, but the therapies were turned off. The status of the lead is unknown, but replacement is expected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.